Event description:
The patient claimed that the ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: no damage was noted to the battery compartment or battery cap; the battery cap is worn, but fastens securely. Keypad buttons are intermittent/difficult to push; no physical damage was noted. The keypad was removed and contamination was observed around all button contacts. There are no alarms related to the complaint in the alarm history. Review of the black box shows no cs064 alarms as pump was used after the initial complaint and black box data has been overwritten. The pump was exercised for 24hrs with no cs064 alarms being duplicated; the pump was still delivering at the conclusion of testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.